Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Clinical deterioration, including increased vasopressor requirements and extremity ischemia, was attributed to the patient¿s underlying cardiogenic shock and overall medical condition rather than a device malfunction. The course of treatment and device removal were guided by patient-specific clinical factors and family-directed goals of care. The patient¿s death is conservatively reported but likely unrelated to device performance but rather the patient¿s underlying critical condition.

Event description:
An 85-year-old male with an indication for use of mechanical circulatory support due to acute myocardial infarction and cardiogenic shock (pre support clinical state consistent with scai stage e) presented to the emergency department with stemi and experienced cardiac arrest. The patient was transported to the catheterization lab where an impella cp device was implanted via the left femoral artery using percutaneous access, and a distal perfusion catheter was placed. Throughout the course of support, the patient developed increased vasopressor requirements and evidence of worsening ischemia to the left lower extremity. In accordance with established goals of care, a decision was made not to escalate support and to proceed with removal of the impella cp. The device was explanted on (B)(6) 2026 at 18:00, and the patient expired. There was no allegation or deficiencies noted by customer during the period of support. Clinical deterioration, including increased vasopressor requirements and extremity ischemia, was attributed to the patient¿s underlying cardiogenic shock and overall medical condition rather than a device malfunction. The course of treatment and device removal were guided by patient-specific clinical factors and family-directed goals of care. The patient¿s death is conservatively reported but likely unrelated to device performance but rather the patient¿s underlying critical condition.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 2029093. Device history batch: subcomponent lot: n/a. Device history review: this pump sn (B)(6) passed all post sterile inspection checks.